Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02323.

Event description:
The pre-decontamination evaluation of the returned 14fr esheath confirmed the liner tear. A liner strand and damaged to the sheath shaft (hdpe) were also observed on the returned device. During the procedure, during the advancement of the sapien 3 ultra valve through the esheath, the guide wire was pulled out of the left ventricle (lv). Due to concern that the prosthetic valve could not be crossed again, the decision was made to deploy the valve in the abdominal aorta. 'Tremendous' resistance was encountered during the advancement of the valve and delivery system through the sheath. Post valve deployment in the abdominal aorta, the delivery system and sheath were removed without issue. No injury to the patient was reported. A new sapien 3 ultra valve, delivery system and sheath were prepared and successfully used for the procedure. At the time of the report, the patient was in stable condition. The valves remain implanted in the patient. Review of the provided device photos indicated the sheath liner was torn and the delivery system was outside of the sheath. It was speculated that the valve may have become snagged on a piece of calcium during advancement through the sheath, resulting in the torn liner.

Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed a liner tear 7 inches from the distal tip. The hdpe was damaged along the seam at 2 locations. The first damage area was 3 inches proximal from the distal tip. The second damaged area was 6 inches from the distal tip and was detached at one end (strand-like). The liner strand was observed near the hdpe strand. Some scratches were observed on the shaft around the hdpe damage regions. Minor soft tip damage was also observed. Device related imagery review revealed the commander delivery system exposed through the torn sheath liner. The sheath liner also appeared to have a strand. Dimensional analysis of the liner thickness along the liner tear and liner strand was performed. All measurements were within specification. Due to the condition of the returned device (fully expanded/tip opened/liner torn), applicable functional testing was unable to be performed. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint for the appropriate complaint codes. Available information suggests that patient (vessel tortuosity) and/or procedural (excessive manipulation, valve caught on liner) factors likely contributed to the reported event. Complaint history review from (B)(6) 2020 to (B)(6) 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from (B)(6) 2015 to (B)(6) 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the condition and evaluation of the returned sheath. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'tremendous resistance was encountered during the advancement of the valve and delivery system through the sheath' and 'a pinch in the sheath caused by a chunk of calcium that the valve snagged on '. Per evaluation of the returned device, the soft tip had damage and the shaft had scratches, which can be indicative of contact with calcification within the access vessel. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as calcification can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance. Per evaluation of the returned device, the esheath was noted to have a liner tear and liner strand. Additionally, the returned device was noted to have hdpe damage near the torn liner area at two locations including one that was strand-like. As resistance was met during system advancement through the sheath, the operator likely manipulated the delivery system to continue advancing the delivery system, including increasing the applied push force. It is possible that crimped valve interacted with the sheath and liner, leading to the observed liner tear and strand, and hdpe damage. The available information suggests patient factors (calcification) may have contributed to the reported resistance during the advancement of the delivery system and valve through the sheath. Procedural factors (excessive manipulation, high push force, valve caught on sheath/liner) may have contributed to the liner tear, the liner strand and the sheath damage. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis.